Manufacturer narrative:
Evaluation summary: the stent was returned on the balloon between the marker bands as per specification (pass). The device was returned with the sheath and stylette partially loaded onto the device. The sheath could not pass over the raised struts. The 1st 2nd and 3rd distal segments had raised and deformed struts. (B)(4).

Event description:
It wa reported that an attempt was being made to treat a lesion in the circumflex using an endeavor resolute drug eluting stent and that the stent deformed in vivo during positioning. The lesion was little calcified with 90% stenosis and vessel moderately tortuous. The lesion was pre-dilated. The device was removed from packaging, inspected and prepped as per IFU with no issues noted. No excessive force was used during delivery. There was resistance encountered when advancing the device. Physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, the event is procedural related and not device related. Physician completed procedure using another endeavor resolute drug eluting stent. There was no injury to patient or clinical sequelae.